Event description:
The customer reported to olympus device air/water duct was clogged. Upon inspection and testing of the customer returned device, foreign material exiting the air water nozzle was observed. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
The evaluation confirmed the reported issue of clogged air/water nozzle. Additionally, the evaluation found: scope cover had a leak, plastic distal end cover insulation was below threshold, bending section cover glue was separated, repair recommended for cutting wire in metal braid of bending tube, bending tube was shortened, connecting tube was discolored, scope body was damaged, paint peeling off air/water nut, paint peeling off suction cylinder nut, angulation of wire stopper was less than specified valued, malfunction at the stiffness control, cuts in the biopsy channel on the distal end, and distal end was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 10-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to fragments of injection tube or silicone rubber products which entered channel and clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.